Event description:
It was reported that "printer red x & pump soft reboot itself with no user action". Additional information states that the iabp console was swapped t continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported complaint of "printer red x" is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "printer red x & pump soft reboot itself with no user action". Additional information states that the iabp console was swapped t continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".